Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic torn/broken. (B)(4).

Manufacturer narrative:
Report type was incorrectly classified as a malfunction. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No known patient impact. Excessive vaulting observed during initial procedure. Lens exchanged during the same surgery. (B)(4). Claim evaluated by reporter response to complaint questionnaire. Per dfu, this lens model is contraindicated for patients under the age of 21 years. Patient was (B)(6) at the time of implant. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -10.00 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.